Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 51-103090 ¿ taperloc complete primary femoral ¿ 6298825, 51-103090 - taperloc complete primary femoral - 6298833, 51-103090 ¿ taperloc complete primary femoral ¿ 6298837, 51-103160 ¿ taperloc complete primary femoral ¿ 6299191. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08258, 0001825034 - 2018 - 08259, 0001825034 - 2018 - 08260, 0001825034 - 2018 - 08261.

Event description:
It was reported that during incoming inspection, the sterile packaging was found to be deformed due to impact of the inner stem during distribution. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through returned product inspection. Inspection of the inner cavities of each box confirms there are damages to the cavities. The sterile barrier was however not broken. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.